Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd syringe experienced hub separation from the device. The following information was provided by the initial reporter: when removing the protective cover, it separated from the rest of the syringe.

Manufacturer narrative:
H6: investigation summary. Customer returned images of a 0.5ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Bd was able to confirm the reported needle hub separation in one of the two photo samples. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the unspecified bd syringe experienced hub separation from the device. The following information was provided by the initial reporter: when removing the protective cover, it separated from the rest of the syringe.